Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/06/2014 with the following findings: during investigation, the audio bolus button was found to be unresponsive to button presses and was hard to push. A hole was visible on the audio bolus button cover. The audio bolus button cover was removed and the internal plug contact was misaligned. There was evidence of contamination under the button contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas and reported that the audio bolus button had delayed, intermittent responses and required multiple hard presses to elicit a response. The patient noticed the issue two weeks ago and it had gotten progressively worse. Reportedly the audio bolus button was torn in the middle of the button. The customer support agent (cst) was unable to determine if tactile changes occurred prior to damage. The patient denied evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.